Event description:
It was reported that biomed called to state that during calibration received error 91 (heater test - element 1 failure). Mss discussed this was indicative of a failed heating element. Biomed stated would order the part and replace onsite. Per notification received on 25oct2022, there was no patient involvement as it was found during calibration.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was unconfirmed. The device was evaluated and the reported issue was not duplicated and unconfirmed. The device passed two calibrations without failing. All heat checks passed. No repairs were needed. 24 volt power supply unplugged from ac main voltage circuit card. This had no bearing on the root cause of the calibration error 91 as the device would not turn on to perform a calibration with this unplugged. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was not in use on a patient. As the reported event is unconfirmed DHR review not required. As the reported event is unconfirmed, labeling review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that biomed called to state that during calibration received error 91 (heater test - element 1 failure). Mss discussed this was indicative of a failed heating element. Biomed stated would order the part and replace onsite. Per notification received on 25oct2022, there was no patient involvement as it was found during calibration.